Manufacturer narrative:
(B)(4). Evaluation summary: the inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it is likely that interaction with the heavily calcified lesion contributed to the reported failure to advance. Additionally, an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage to the stent and subsequently lead to the stent dislodgement. Additional non-surgical treatment was used to implant the stent in an unintended site. It was reported the lesion was not pre-dilated. It should be noted the mini vision instructions for use (IFU) states: pre-dilate the lesion with a ptca catheter. It is possible that the failure to pre-dilate the lesion contributed to the reported failure to advance and subsequent stent dislodgement; however, this could not be confirmed. In this case, the reported failure to advance and stent dislodgement appear to be related to the operational context of the procedure. All sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Event description:
It was reported that the mini vision was being used to treat a lesion in the distal left anterior descending artery (lad), which was heavily calcified. Reportedly, there was no pre-dilatation performed and the mini vision could not cross the lesion. During removal of the stent delivery system after the failed cross attempt, the mini vision stent dislodged in the left main artery. The free floating stent drifted to the circumflex and into the obtuse marginal (om). Using a guide wire and a dilatation balloon catheter, the stent was captured and deployed in the om in an unintended site (healthy tissue). Two additional mini vision stents were used to treat the lesion in the distal lad. No additional information was provided.